Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported he had a "big fall" in (B)(6) 2016. The patient noted when he had the "big fall" he injured his hip joint and he was in the hospital for 2 months because of it. The patient noted his implant had been off for 2 months and was due to the big fall. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had a big fall in (B)(6) 2016; the patient had turned the stimulation off in (B)(6) 2016 due to an unrelated issue and has had the therapy off since because they were in the hospital after the fall. On (B)(6) 2016 the patient reported the implant had been off for two months due to the unrelated issue and the hospital stay after the big fall. When they had the big fall the patient injured their hip joint and had been in the hospital for two months because of it. Additional information was received from a patient. It was reported the healthcare provider (hcp) was notified on "(B)(6) 2016", they had an appointment on "(B)(6)" and another appointment with a manufacturer representative (rep) on "(B)(6)". The circumstances which led to the previously reported issues included the patient making a sudden turn, which resulted in 9 weeks in the hospital/rehab hospital. When asked if the issues were resolved the patient noted they were still in the process with home healthcare, and were doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.